Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on an unspecified date, the patient had been admitted to the hospital with a diagnosis of dka and an infection. The reporter was unable to provide any further details about the patient's status. The patient was treated intravenously with insulin while hospitalized, and returned to ipt. On (B)(6) 2012 at 1:00 pm, the patient's blood glucose reading was 219 mg/dl. The date/time and basal settings were correctly programmed in the pump, however, the reporter refused to further troubleshoot the pump. It was not possible to review all pump settings, insulin handling or infusion set/site issues. The patient allegedly was hospitalized in dka while using the pump, therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.